Event description:
A nurse reported that the auto valve for fluid/air exchange installed on the infusion tubing did not work during a procedure. It was not possible to apply air infusion, despite increasing the air pressure. The procedure was completed with the same cassette with the "air connected from another apparatus". There was no delay in the procedure and no patient harm.

Manufacturer narrative:
A sample is expected, but has not been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).